Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving gablofen (1000 mcg/ml at 200 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient presented to the clinic on (B)(6) 2017 for an intrathecal dose increase. The patient presented to the emergency department on (B)(6) 2017 with lower extremity numbness, worsening spasticity, and weakness in her lower extremities. The intrathecal dose was decreased in the hospital. The event resulted in in-patient hospitalization. The outcome was noted as ongoing. The clinical diagnosis was noted as intrathecal medication side effects. The etiology of the event was noted as related to the device or therapy, possibly related to the implant procedure, and possibly related to the drug gablofen with the drug action that caused the event being an increased dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the subject was exited from the study on 2017 (B)(6) as the patient was no longer available for follow-up.